Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's pump was stopping when the system controller was connected to the power module, implicating a percutaneous lead (driveline ) fracture. The log file submitted to the manufacturer for review revealed pump stoppages, power elevations, abnormal parameters and a consistent driveline fault. A repair of the external portion of the percutaneous lead was subsequently performed by a manufacturer's technical services team member.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. A supplemental report will be submitted when the manufacturer's investigation is completed.